Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No fault was found and no parts were replaced. The device logs were saved and sent for evaluation. The ventilator was returned for clinical use. Our field service engineer did not receive any information about the filter. Evaluation of the received device logs confirm that the patient circuit leakage test during pre-use check had failed several times. The test failed due to that a too low test pressure was built up in the circuit. Most probable the leaking filter had been removed/discarded before our field service engineer arrived on-site. The root cause of the reported leakage has not been determined.

Event description:
It was reported the expiration filter was leaking. There was no patient involvement. Manufacturer ref.#: (B)(4).